Event description:
It was reported to tyco healtcare/kendall that a customer had an issue with the oral dose syringe. The customer reports that they print and package the 10ml oral dose syringe, and sell it to customer. Customer has come back complaining that the calibrations are wrong and they are delivering more than a 10ml dose.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.